Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-01347.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report # 3006705815-2019-01347. It was reported that patient was not receiving effective pain relief following implant procedure. It was found that the leads had migrated to mid t9. In turn, surgical intervention was undertaken wherein the leads were moved back up and replaced. Postoperatively, patient has effective therapy.